Event description:
It was reported that when the patient's stimulation was turned on, the device felt hot. The patient initially felt that the incision was causing the pain. The patient saw her physician for post-operative follow-up, and it was reported that the incision looked good. The patient turned her stimulation off for an hour and the "hotness" cooled down some. Additional information received reported that the patient continued to feel a burning sensation at her implantable neurostimulator (ins) location. The patient was about two weeks post-operative. The patient was seen on (B)(6) 2012 by her physician and told that the incision looked good. No infection was present. There was no known accident or incident related to the event. It was recommended that the ins and extension area were x-rayed due to the potential for a fluid short.

Event description:
Additional information received reported that the cause of the event was unknown. It was noted that the patient was reprogramed and the issue was resolved. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot#: va00gv4, implanted: (B)(6) 2012, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).